Event description:
While performing a mechanical thrombectomy on an emergent stroke patient, the tip of the microcatheter fractured off from the catheter into the patient's head. The catheter tip was not in a retrievable disposition. The catheter and wire was changed out for the rest of the procedure and the defective catheter was pulled off of the sterile field to send back to the company.